Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella ld device for mechanical circulatory support. During insertion, the impella ld was advanced into r carotid artery without issue, however, was unable to cross atrioventricular with multiple unsuccessful attempts. The decision was made by the physician to abort, so the impella was removed.